Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 248mg/dl. The customer reverted to an alternate form of insulin therapy.